Event description:
A pt had a vena cava filter implanted in 1997. Pt experienced abdominal pain and returned for a CT in 2004. It was reported that it appeared that one leg of the filter had perforated the vena cava. In addition, there appeared to be a hematoma and pseudoaneurysm in the aorta. Subsequently, a stent was placed in the aorta, and the pt is fine.